Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates in a meal and experienced a blood glucose (bg) level of 80 mg/dl. The customer consumed carbohydrates to treat the bg level.